Event description:
It was reported that the device won't recognize the locked cassette. There was no patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D3 - mfg establishment name, h3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the device won't recognize the locked cassette¿ was confirmed. The probable cause was the latch lock. The latch lock was replaced, in addition to the flexible circuit of the sensor as preventative measure. The downstream occlusion (dso) seal was replaced as it was degraded, lens and corresponding labels were replaced as well. The device and software were updated and calibrated. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.